Event description:
Subsequent to the initial medwatch report, the following information was received: the non-st elevated myocardial infarction was treated with medication and pro-longed hospitalization.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant products: dilatation catheter: emerge 3.5x12, nc quantum 3.5x12. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effects of unstable or stable angina pectoris, and myocardial infarction are listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during a mid-right coronary artery (rca) stenting procedure, the patient experienced chest pain and st segment elevations during balloon inflations, with a non-abbott dilatation catheter, and implantation of a 3.5x18mm xience xpedition stent that resolved without treatment that day. Post-procedure, a non-st elevated myocardial infarction (nstemi) was diagnosed and the cardiac enzymes were elevated less than 5 times the normal limit without reported treatment. Two days post-procedure, the nstemi resolved without additional sequela and the patient was discharged home. There was no additional information provided.